Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain around the implantable pulse generator (ipg) pocket site. The patient underwent an ipg replacement procedure wherein it was implanted at the other site. The patient was doing well postoperatively. The explanted device was discarded by facility.